Event description:
It was reported the implantable cardioverter defibrillator (ICD) was undersending p-waves triggering pseudo-pseudo fusion. Programming changes were implemented. The patient was in stable condition.